Event description:
It was reported that during the implant attempt, the helix would not extend on the right atrial (ra) lead. The ra lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The full lead was returned and analyzed. No anomalies were found. The analyst noted that the helix was able to be extended and retracted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.